Manufacturer narrative:
Physio-control further evaluated the removed assemblies and determined that the cause of the reported issue was due to a failure of the system controller pcb assembly. Further component cause could not be identified.

Manufacturer narrative:
(B)(4). Physio-control performed an evaluation of the customer's device and was able to verify the reported issue. Physio replaced the system controller pcb and user interface pcb assemblies and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power their device on, it would not complete the boot-up process. There was no patient use associated with the reported event.